Event description:
Additional information reported that the patient had both implantable pulse generators replaced and was doing wonderful. The leads or extensions were not touched.

Event description:
It was reported there were impedances greater than 2,000 ohms for all unipolar pairs and bipolar pairs on both devices. The reporter did not have specific information at the time of which electrodes were out of range. They attempted to increase default setting but it did not resolve the issue. It was noted the patient was receiving ¿zero therapeutic benefit.¿ it was also noted the patient had fallen multiple times. It was further reported that no lead fractures were seen in the x-ray. It was noted that the issue was not resolved and that the patient¿s outcome had not changed. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2013-07960 for report on patient's second device.

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387-40, lot# j0107926v, implanted: (B)(6) 2001, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387-40, lot# j0107926v, implanted: (B)(6) 2001, product type lead; product ID 3387-40, lot# j0417769v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).